Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for bacillus spp.(5cfu / 100ml), but the testing result cleared (B)(4) guideline. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows. The biopsy channel: unspecified bacteria(3 cfu). The suction channel: no microbial growth. The air/water channel: enterobacter cloacae(2 cfu) and pseudomonas aeruginosa(5 cfu). The subject device had been brushed manually using a non-olympus cleaning brush(life partner, cjkebd230) or an olympus cleaning brush(bw-7l) and disinfected using non-olympus automated endoscope reprocessor(wassenburg, adatascope) with peracetic acid(adaptaclean). After reprocessing, the subject device was stored in a storage cabinet(bac cleanascope). There was no report of patient infection associated with this report.